Event description:
It was reported that there was a fracture/detachment of the ceramic tip from the sleeve of the resector during the patient's procedure. First intervention on (B)(6) 2023 for a holep, and re-intervention of the patient in (B)(6) 2024, as a ceramic tip broke off and remained in the patient's bladder, requiring foreign body removal.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).